Event description:
It was reported the physician placed catheter in the radial artery and after connecting the pressure line to the catheter hub, a small amount of blood was leaking from the luer lock between the catheter and pressure line. The dressing was applied. Five minutes later clear evidence of leakage from the arterial catheter site was present. The physician removed the dressing at which pulsatile blood was seen coming from a split in the catheter hub. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician placed catheter in the radial artery and after connecting the pressure line to the catheter hub, a small amount of blood was leaking from the luer lock between the catheter and pressure line. The dressing was applied. Five minutes later clear evidence of leakage from the arterial catheter site was present. The physician removed the dressing at which pulsatile blood was seen coming from a split in the catheter hub. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of catheter hub cracked was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed with several relevant findings. For material a-04020-034 , non-conformances were initiated for lots 13c21d1031, 13c21e1488, 13c21e1489, 13c20m0446, 13c21a0586, 13c20m0445 , 13c20k2435, and 13c21d1032 respectively in regard to catheter split/torn or cracked catheter hubs. The instructions for use (IFU) provided with this kit states, "attach stopcock, injection cap or connecting tubing to catheter hub. Secure catheter to patient in preferred manner using suture wings , suture groove or wing clip, where provided. Warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.